Event description:
A customer reported experiencing a cartridge alarm with their pump, which displayed a "high" blood glucose reading, although the specific value was unknown. The customer administered a correction injection using multiple daily injections (mdi) to address the high blood glucose level. Tandem technical support confirmed the occurrence of the alarm and arranged for a replacement pump to be sent to the customer. The customer was provided with storage mode instructions for their current pump and guidance on using the new pump. They were instructed to return the problematic pump using a pre-paid label within ten days.